Manufacturer narrative:
Additional information was received that the patient underwent replacement procedure of leads, ipg, splitters and clik anchor to MRI compatible ipg and leads. Sc-1132 (B)(4) device evaluation indicated that the impedance measurement test with known good leads showed normal values within the expected range. However, the device appeared to be damaged during the explant procedure. The patient's data indicated that battery depletion rate was normal before the explant procedure. The received ipg exhibited excessive battery depletion rate and sleep current leakage. It was reported that electrocautery was used during the explant surgery. Exposing the ipg to high voltage transients can damage the device electronics. Sc-2316-50 (B)(4) device evaluation indicated that the impedance measurement showed that all cables are open. Visual and x-ray inspections confirmed that the cables were fractured in the proximal electrode array and at the kinked sections of the lead body where the clik anchor was positioned. Fracture location is 1 cm from the clik anchor set screw mark. No cables are exposed. Sc-2316-50 (B)(4) device evaluation indicated that the impedance measurement showed that 4 cables are open. Visual and x-ray inspections confirmed that the cables were fractured in the proximal electrode array and at the kinked sections of the lead body where the clik anchor was positioned. Fracture location is 1 cm from the clik anchor set screw mark. No cables are exposed. Sc-3400-30 (B)(4) device evaluation indicated that the visual/x-ray/borescope inspections and impedance test were performed and found no anomalies. (B)(4) device evaluation indicated that one of the clik anchors has an open eyelet. Silicone material was not missing.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that several lead contacts were out. It was determined that there was a malfunction due to the splitters. The patient will undergo a procedure where the leads and splitters will be replaced.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient's leads had several contacts that were out. It was determined that there was a malfunction of the leads due to the splitters. The patient will undergo a procedure where the leads and splitters will be replaced.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that several lead contacts were out. It was determined that there was a malfunction due to the splitters. The patient will undergo a procedure where the leads and splitters will be replaced.